Event description:
Customer reports feeling weak at 3:00pm and testing 290mg/dl at 5:00pm. Shortly after this result, customer states that he passed out.the paramedics were called and their result was not provided. The treatment customer received was not provided. Customer was taken to the hosp and released at 11:00pm. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.